Manufacturer narrative:
(B)(4). Batch # t5cy28. Device evaluation summary: the analysis results found that the ntlc75 device was received with no apparent damaged and with a cartridge reload loaded in the device. The reload was returned with the knife exposed and had the proximal 5 drivers up without staples and 19 staples were noted to be missing along the cartridge. The returned cartridge had the swing tab in the locked position. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, and the staples met the staple form release criteria. It is possible that an improper handling of the reload caused that the staples to come out of the pockets. It should be noted that all devices are inspected 100% for staple presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. The condition of the knife exposed is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the charger is not functional. The loader was inserted into the stapler but it couldn't be used because it "came out" of its location. This loader was therefore put aside and the stapler used with other loaders. The stapler used with it has been use with another charger. There were no patient consequences reported.